Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: : d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during an aclr (anterior cruciate ligament reconstruction) treating acl injury on an unknown date. The surgeon managed to deploy the 1st implant as it was very tight to pull the trigger. Upon pulling the trigger for the 2nd deployment, s/he heard cracking noise. The 2nd implant did not come out. The device was brand new and the first use when the issue occurred. The complaint device was received and inspected. The implants and suture were not received along with the needle. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring. It indicates that the internal mechanism of the handle was not working. The possible root cause for the reported failure could be related when not inserting the needle into the tissue far enough therefore blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. When attempted to fire the first implant in the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 5l45333, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during aclr (anterior cruciate ligament reconstruction) procedure treating an acl injury on an unknown date, it was observed that the surgeon managed to deploy the 1st implant as it was very tight to pull the trigger. However, upon pulling the trigger for the 2nd deployment, there was a cracking noise and the 2nd implant did not come out. The procedure was delayed for 30 minutes. There was no harm to the patient. The device was brand new and the first use when the issue occurred. No additional information was provided.